Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was an image blackout. Since the reported failure noisy screen was not confirmed a definitive root cause could not be identified. Based on the results of the investigation, it is image blackout was caused traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a noisy image during maintenance. There were no reports of patient involvement.